Event description:
On (B)(6) 2012, the pt underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprosthesis. After two tag devices were implanted through gore introducer sheath, the physician pulled the sheath back to remove it. At that time, the right eia which was the access vessel ruptured. One iliac extender was used to resolve the rupture. The pt tolerated the procedure. According to the physician, a strong resistance was felt when inserting the sheath.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.